Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 24-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 19-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient noticed a decrease in therapy effectiveness until a complete lack of effectiveness. An x-ray determined that the blends had wrapped around the battery and had become tangled and knotted. The leads had come out of the epidural space and ended up in soft tissue completely outside of the spinal column. The leads were still attached to the header and still functional. The patient has adipose tissue and loose skin that allowed the battery to flip repeatedly. This was potentially exacerbated by the patient attempting to correct the position. The patient had first noticed that the implantable neurostimulator was flipping in the pocket within two months of implant. The lead issue was obvious on the x-rays. Surgical lead replacement was performed on (B)(6) 2020 with extra attention to suturing in the battery. The issue was resolved at the time of the report. There were no further complications reported or anticipated.